Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be due to the patient¿s cat biting through the patient line. The patient was hospitalized the day before onset for an unspecified indication. On the same day as the onset, the patient began treatment with an unspecified antibiotic (intraperitoneally, for two days, dose and frequency not reported) for peritonitis. Two days after onset, the patient began treatment with an unspecified antibiotic (oral, dose frequency and duration not reported) for peritonitis. The patient was discharged from the hospital two days after onset. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.